Event description:
During an endobutton procedure the tip of a 4.5mm cannulated drill broke into three pieces. The surgeon was able to retrieve the pieces with the aid of an image intensifier. It was reported that there was no injury to the pt.